Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, this patient's blood pressure began to drop ten minutes post placement of this right ventricular (rv) lead. An effusion was noted at the apex and evidence suggested a perforation had occurred. A paracentesis was performed. No adverse patient effects were reported.